Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep1762 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the PICC was inserted (B)(6) 2020 on r baslic, malpositioned (B)(6) 2020. Patient d/c (B)(6) and had to return to ed (B)(6) for replacement.